Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a session ended message occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a session ended message is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.